Manufacturer narrative:
The report of the autopulse platform ((B)(4)) intermittent lcd screen issue was confirmed during initial functional testing of the platform. The root cause was attributed to a defective processor board. Visual inspection of the returned platform was performed and found that the platform lcd screen was intermittently distorted, confirming customer complaint. In addition, corrosion was observed on the processor board. Based on this observation, it appears that liquid ingress inside of the platform. The autopulse platform is a reusable device and was manufactured in 2013. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. The platform failed the initial functional testing due to the intermittent lcd screen issue when powered on. No problem found during archive data review. Following the service and repair, the platform was tested for 10 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that when the autopulse platform ((B)(4)) was powered on during a shift check, the lcd image was intermittently distorted. The issue was resolved by the user after rebooting the platform. There was no patient involvement.